Event description:
Reporter states, revision of a right kinemax insert, due to excessive wear of the polyethylene. All other components were in excellent condition requiring revision of the tibial condylar insert only."

Manufacturer narrative:
Examination results suggest that this event is not device related but rather is associated with baseplate a/p slope.